Manufacturer narrative:
The device has not been returned/received to date. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#: 91127 was implemented. If the device is received, a supplemental report will be submitted with the investigation results.

Event description:
It was reported by the patient that while charging her omnipod personal diabetes manager (pdm) it was hot to the touch, and the screen had cracked. No impact on the patient's blood glucose levels was provided. The patient did not require any medical treatment for the alleged thermal issue. The device is expected to be returned for investigation.